Event description:
It was reported that the system with this pacemaker and right atrial (ra) triggered a lead safety switch (lss) due to a high out-of-range ra pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored atrial tachycardia response (atr) events due to oversensing of noise prior to lss. Technical services (ts) noted two signal artifact monitoring (sam) episodes with sam-1 being oversensing related to the minute ventilation (mv) feature and sam-2 forvout-of-range impedance. Ts suspected ra lead issue. At this time, this pacemaker and ra lead remains in service, and there was no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system with this pacemaker and right atrial (ra) triggered a lead safety switch (lss) due to a high out-of-range ra pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored atrial tachycardia response (atr) events due to oversensing of noise prior to lss. Technical services (ts) noted two signal artifact monitoring (sam) episodes with sam-1 being oversensing related to the minute ventilation (mv) feature and sam-2 forvout-of-range impedance. Ts suspected ra lead issue. At this time, this pacemaker and ra lead remains in service, and there was no adverse patient effects reported.